Event description:
It was reported that the lead was returned to the manufacturer after a stylet did not pass through the lead during the implant procedure and subsequently tested out of specification. It was noted that the lead had been manipulated "a lot" during the procedure. The lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The distal conductor was distorted. Blood was noted in/on the helix/lobe mechanism and the helix/lobe was bent. The lead appeared to be damaged at implant.